Manufacturer narrative:
Final analysis revealed that pump had no audible tone due to broken transducer wire.

Event description:
Customer stated pump does not make any audio noises. Advised customer to discontinue pump use, go to back up plan of manual injections until replacement arrives.